Event description:
The customer identified that the abacus order did not correctly report the total osmolarity of the prepared tpn solution since the customer's abacus formulary did not contain the specific osmolarity values for all ingredients. As a result of this missing information, the osmolarity calculations for the total order were inaccurate. No patient involvement. No adverse event. No additional information is available.

Manufacturer narrative:
Baxter was notified of this report via a maude event report. No event log was available. Reported serial number is incorrect therefore, no manufacturing review was performed. No product was returned for evaluation. Therefore, the cause can not be determined; however, the abacus user guide directs users to thoroughly review all order data because serious harm or death may occur if an adequate review isn't completed. The abacus software changes an order to complete only after an authorized user completely finishes and approves an order. (B)(4).